Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The lesion was predilated with a 1.5x15mm non bsc balloon catheter. Then a 38 x 2.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using a shorter stent. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual examination of the crimped stent found that the stent struts from the most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).